Event description:
A customer contacted beckman coulter inc., (bec) and reported that an operator injured her back while performing weekly cleaning procedure for the fan filters on the fc500 flow cytometer power supply. The operator strained her back while preventing the power supply from failing to the floor while trying to reach the filters on the back of the power supply. The injured employee went to the emergency room (ER) for treatment for mild pain. The employee received a physical evaluation and was prescribed medication for the pain. It is unknown if the customer was prescribed over the counter (otc) or prescription medication. There were no x-rays taken or any other tests performed. The employee did not require bed rest. No patient results were affected by this event.

Manufacturer narrative:
The instrument involved in this event has been installed at this customer site in june 2008. The procedure performed by the customer is a weekly requirement, and the instruction on how to clean the filters can be found in the special procedures manual. The operator is expected to follow the laboratory safety plan. Per service manual, to clean the fan filters, the power supply must be turned around to access the back were the filters are found. The filters are removed, cleaned, and replaced, and the power supply is turned around to its original position. Because the power supply is heavy, it is mounted on wheels to help make it easier to access the filters in the back. The customer is advised to allow sufficient space for airflow and service accessibility. This customer has placed the power supply on a raised platform within the bench which makes it difficult to access the filters. After the event, the customer requested a copy of the document related to the cleaning procedure to review any safety precautions needed. The requested documents were sent by email. There was no instrument malfunction; however, a use error which caused the customer to injury their back. (B)(4).